Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the atrial lead exhibited noise, which caused inappropriate automatic mode switch episodes. Programming changes were discussed, but no intervention was reported. There were no reported patient symptoms.